Event description:
The pt was unable to adjust stimulation. The display showed the "call your doctor" icon and had a power on reset (por) condition. The pt was redirected to their healthcare professional. Additional info was requested.

Manufacturer narrative:
(B) (4).